Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report 3002808148-2025-17624 and (B)(4).

Event description:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report 3002808148-2025-17624 and (B)(4).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had black image on the screen. This issue occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.